Manufacturer narrative:
Additional information provided in d.9, h.3, h.6, and h.11. One opened probe was received, with a tip protector, in a tray, for the report. The sample was visually inspected and found to be nonconforming with orange/brown foreign material on the port face. The sample was then functionally tested for actuation and cut. The actuation and cut functionalities of the returned probe were unable to be tested due to no presence of the inner cutter in the port. The probe was disassembled and the components inspected. Excessive wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter pulled out of the coupling, the fillet was deemed conforming. No presence of adhesive observed on the inner cutter. Gouge marks observed at the cutting edge and other location on the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radiofrequency identification rfid tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation was unable to confirm the reported cut failure, due to no presence of the inner cutter in the port. The cause for the no presence of the inner cutter in the port is the separation of components within the probe, which is a potential contributor factor for the reported cut failure at the time the event was observed. The root cause for the separation of components as well as the foreign material observed is due to the excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than twenty minutes. Although the reported event was reported to have occurred prior to surgery, it appears that the probe has experienced a use much greater than the typical timeframe of the vitrectomy portion of the procedure. The excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. The reported cut failure was unable to be confirmed and it appears that the observed separation of components was due to excessive use of the probe by the user; therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the probe could not cut before retinal detachment reduction surgery. The condition of aspiration was normal. The procedure was completed by replacing the product with new one. There was no patient harm.